Manufacturer narrative:
On (B)(6)2021, the customer reported another patient that had questionable elecsys estradiol iii assay results. The patient's sample was measured on (B)(6)-2021. The patient's initial estradiol result was reported outside the laboratory. The customer performed repeat testing with the sample on the same analyzer. At 08:19 the patient's initial estradiol result was "18.35<" pmol/l with a data flag. At 10:14, the patient's repeat estradiol result was 1320 pmol/l. The field service engineer replaced a joint from the pipettor assembly. Due to further issues after service, the customer's e411 analyzer was replaced. The investigation is ongoing.

Manufacturer narrative:
The investigation reviewed the customer's alarm trace and there were no critical alarms during the pipetting or the time of measurement of the affected sample. Due to the replacement of the customer's analyzer, no further investigation was possible. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The field service engineer performed system adjustments and checks. He performed calibration and qc with acceptable results. The investigation is ongoing. Unique device identifier (UDI) (B)(4).

Event description:
The initial reporter received questionable elecsys estradiol iii assay results for one patient tested on a cobas e411 disk. The customer confirmed calibration and qc was acceptable prior to patient testing. The patient's initial estradiol result was reported outside the laboratory. The patient's doctor questioned the patient's initial result and requested repeat testing. The customer performed repeat testing with the patient's primary sample tube as well as aliquoting the sample into a sample cup. At 08:53, the patient's initial estradiol result was 18.35 pmol/l with a data flag. At 09:52, the patient's repeat estradiol result with the primary tube was 335.5 pmol/l. At 10:29, the patient's second repeat estradiol result with a sample cup was 321.3 pmol/l. The estradiol reagent lot number was 503901 with an expiration date of 31-oct-2021.